Manufacturer narrative:
Updated fields- b4, g1(contact person-mfg site), g3, g6, h1, h2, h3, h6 codes(investigation types, findings, conclusion, components), h11. A getinge field service engineer (fse) was dispatched to evaluate the unit. Fse checked machine the display was flickering and reset the display cable connectors and checked. Display is working ok. Tested machine on system trainer for more than 2 hrs.

Event description:
It was reported that before use of the intra aortic balloon pump(iabp), display was flickering. There was no patient involved.

Manufacturer narrative:
Supplemental report will be submitted upon completion of our investigation.